Manufacturer narrative:
Additional manufacturer narrative - the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The reported device was returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without receipt of the device the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a prosthetic mitral pericardial valve was explanted after an implant duration of six (6) years due to mitral stenosis and regurgitation secondary to calcification. The device was replaced with a mechanical valve as the patient is at high risk for calcification. Attempts to obtain additional information and device were unsuccessful. There were no reported complications.